Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was 270 mg/dl. The customer administered a manual injection and delivered a bolus. During troubleshooting with tandem technical support, no issues were identified with the supplies however the customer declined to remove the site. Reportedly, the customer would continue use of the pump for insulin therapy.